Event description:
On (B)(6) 2014, the programmer reportedly suddenly shut down during device interrogation. The programmer was rebooted, the ICD was interrogated again, and it was noticed that device programming had changed (therapies were notably programmed in the vf zone only). No reset warning was displayed.

Manufacturer narrative:
(B)(4).